Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 60 mg/dl at the time of the incident. The customer was at 292 mg/dl at the time of the call. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had 400 to 600 mg/dl levels 3 days before dropping low. The insulin pump will not be returned for analysis.